Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and instability. It was also indicated that the current surgeon thinks there was a malposition of components with original surgery. Doi: (B)(6) 2017; dor: (B)(6) 2018; left knee. No surgical delay.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.